Manufacturer narrative:
(B)(4). The device was received for evaluation containing approximately 100ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the bladder with green color water. After fill, no evidence of leak was observed. The next day, there was still no evidence of leak observed. The evaluation did not confirm the reported condition. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that an intermate leaked. This occurred during after filling of the device with an unknown drug, before patient use. The reporter stated that a small droplet of solution was found inside of the housing, near the bottom. There was no report of patient injury or medical intervention associated with this event. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The lot was manufactured from 10/23/2013 to 10/24/2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.